Event description:
It was reported that the lead dislodged and was suspected of cardiac perforation. The lead was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the lead impedance was out of range high. 234 of 253 lifetime ventricular short interval counts (v-sic) occur since (B)(6) 2013. 2 lead failure predictor (lfp) episodes of <(><<)> 220 ms v-v cycle are recorded between (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia (nst) and abnormal lead impedance. Max v-pace impedance rises from an approximate baseline of 500 ohm to > 4000 ohm on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).